Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the database was nearly 8.1 giga bytes full. The technical support specialist shrinked database to 6 giga bytes and disabled netbios, repaired corrupt files to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation es system unexpectedly got stuck when user trying to dispense medication. However, there were no adverse events or injuries reported based on this event.